Event description:
The customer reported via phone call indicating that the insulin pump had a keypad anomaly. Customer's blood glucose was 122 mg/dl. The customer stated that the numbers kept scrolling. The customer does not recall any significant events leading to the keypad issues. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent up arrow buttons due to corroded keypad traces. No display ramping on its own anomaly noted. The insulin pump has cracked case at display window corners, display window, battery tube threads and with minor scratched display window.